Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. The customer's blood glucose level ranged from 80 mg/dl to 180 mg/dl. Reportedly, the issue was resolved when the needle was changed. Insulin delivery was resumed.